Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1330301) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported by aci sales rep: 6f 11cm bsc super sheath, (B)(4) mynx grip, no disease at arteriotomy, balloon loss of pressure during immediate pullback, retrograde stick, manual compression was applied for 25 minutes. The pt was not hospitalized. Procedure type: intervention peripheral. Deployer: in training. Stick location: cfa. Vessel size: 6mm.